Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was reported to be due to the transfer set coming apart from the titanium adapter. It was not reported if the patient was hospitalized for the peritonitis event. The treatment and outcome for the peritonitis event was not reported. The action taken with pd therapy was not reported. The titanium adapter was still in use. No additional information was available at this time. This is report 2 of 2 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is same patient as in (B)(4).